Event description:
It has been determined that the event of deflation has not occurred. This record is a no complaint against the device. This record is no longer reportable to FDA and will be unreported.

Manufacturer narrative:
It has been determined that the event of deflation has not occurred. This record is a no complaint against the device. This record is no longer reportable to FDA and will be unreported. Additional, corrected and/or changed data: b.5, h.6.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.